Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at the ipg site. Reportedly, patient was treated with intravenous and oral antibiotics. Surgical intervention was undertaken on (B)(6) 2014 wherein, the entire system was explanted to address the issue.